Manufacturer narrative:
Result of investigation: there were no noted non-conformances during the production of the job which ran from 4/5/23 to 5/3/23. During each inspection check, one of the checks performed involves verifying leg pad dimensional compatibility with the connector wire, which each check showing product was conforming. Vcar 1292 was generated for mis-formed snaps. The vendor provided a tooling modification that met the print better. Vyaire has confirmed that the life cycle of the connector wire is 300 cycles. This is the third complaint recorded since the new tooling modification. No further corrective action will be necessary at this time. Any additional corrective actions are being tracked with vyaire in terms of the design of the electrode.

Manufacturer narrative:
H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical that the leg attachment pad for corometrics fetal scalp electrode cable snap pulling off pad and the pad not sticking during patient use. Furthermore, the customer confirmed no harm was done to the patient.